Manufacturer narrative:
Visual inspection of the device showed a tear intersecting the outer slit on the valve seal. A crimp was noted in the flush line on the irrigation tube. The dilator was returned inserted through the sheath following decontamination. No functional testing could be performed due to having the dilator inserted into the sheath. The sterilization process influences the amount of silicon oil inside the hemostatic valve, causing there to be inconsistencies on the physical device. This means that when the dilator is pulled out of the sheath, the valve would be too dry for a smooth transition. Thus, causing a larger than standard tear, which leads to inaccurate results per standard testing methods. Device was gently pressurized with 6 psi at the flushing line luer fitting while plugging the distal tip of the catheter, using an isacc tester. The valve body was then submerged in a beaker of water. A steady stream of bubbles appeared at the valve region. The bubbles appeared to form only at the tear(s) and valve slits. The device did not pass as a gross leak. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a polarsheath was used in a redo atrial fibrillation (raf) pulmonary vein isolation (pvi). After completing the ablation in left atrium (la) the physician pulled the polarsheath into the right atrium(ra). The physician used a competitive 7f rf ablation catheter and the polarsheath for a cti line ablation in the ra. It was noted that no bubbles were present in tubing during the cti ablation. However before pulling the sheaths out of the patient, the physician pulled on the syringe attached to the polarsheath and noted the presence of bubbles in the tubing attached to the sheath. The 8mm (7f)ablation catheter was still in the sheath when she performed this maneuver. The procedure was completed with no patient complications being reported. No st elevation occluded during the procedure or at end of the case.

Event description:
It was reported that a polarsheath was used in a redo atrial fibrillation (raf) pulmonary vein isolation (pvi). After completing the ablation in left atrium (la) the physician pulled the polarsheath into the right atrium(ra). The physician used a competitive 7f rf ablation catheter and the polarsheath for a cti line ablation in the ra. It was noted that no bubbles were present in tubing during the cti ablation. However before pulling the sheaths out of the patient, the physician pulled on the syringe attached to the polarsheath and noted the presence of bubbles in the tubing attached to the sheath. The 8mm (7f)ablation catheter was still in the sheath when she performed this maneuver. The procedure was completed with no patient complications being reported. No st elevation occluded during the procedure or at end of the case.